Event description:
It was reported that the right ventricular (rv) lead was capped due to a product performance issue. Another lead was implanted successfully. No additional adverse patient effects were reported.